Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had pump error alarm. The customer¿s blood glucose level was unknown. Customer stated that the pump alarm occurred during priming and only one occurred of pump error in alarm history. The customer was advised to monitor pump and call us back if any issues arise. The insulin pump will not be returned for analysis.